Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summaries: (B)(4) the full 6947 lead was returned, analyzed and the distal conductor was distorted. It was noted that the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position, the lead appeared damaged at implant and the lead was stretched. (B)(4) the full 6947 lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position and the lead appeared damaged at implant. These 6947 leads are part of the advisory for this model. (B)(4) the full 4076 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the stylet was stuck in the lead-distal coil.

Event description:
It was reported that during the implant attempt the right atrial (ra) lead dislodged. During the repositioning attempt the helix would not extend. The lead was not implanted and another lead was used. It was also reported that the right ventricular (rv) lead dislodged during repositioning of the ra lead. During the repositioning attempt the helix would not extend. A second rv lead was attempted. There were sensing difficulties and during the repositioning attempt the helix would not extend. Neither rv lead was implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
.